Event description:
It was reported that a raised piece of plastic was found on the bd insyte¿ autoguard¿ bc shielded IV catheter sheath before use. The following information was provided by the initial reporter: we had a safe put in for one of the IV caths. Picture shows raised plastic on the sheath.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a clear transparent matter near the catheter tip. The reported issue was confirmed. Although the reported issue was confirmed, the photograph provided for this incident did not present sufficient evidence to identify a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a raised piece of plastic was found on the bd insyte¿ autoguard¿ bc shielded IV catheter sheath before use. The following information was provided by the initial reporter: we had a safe put in for one of the IV caths. Picture shows raised plastic on the sheath.